Manufacturer narrative:
Additional information: there was no side branch occlusion reported by site. Patient has a history of previous mi, hyperlipidemia, hypertension and cardiac admissions within 30 days prior to index procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, two resolute onyx des were implanted in the lad. Cec adjudicated that a non-q-wave mi of the target vessel and a side branch occlusion occurred on the next day post index procedure.